Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The event date is (B)(6) 2021 when the nozzle damage was noted. Further inspection of the scope found scratches, cuts and dents on the insertion tube, light guide tube. The bending section rubber was found crack on the scope cover and insertion tube. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the doctor sucked up toilet paper and the tip of the suction valve button become stuck inside some of the toilet paper. There was no water flow through auxiliary water channel. It is unknown, if the intended procedure was completed. There was no patient injury reported. The scope was returned to the service center for evaluation and noted the suction nozzle damage, which is considered a reportable malfunction.